Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and could not replicate the reported issue. The rse determined that on (B)(6) 2022, there was a geometry movement issue with this device which was fixed by replacing the network cable in the table between the drive units and the customer thinks that the same issue happened again. Upon inspection, the rse found no issue with the device and confirmed with customer that the device was working as expected. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry was restarting. No harm was reported. Philips has started an investigation of this complaint.